Manufacturer narrative:
Citation: gomes b et al. Repositionable self-expanding aortic bioprosthesis. Expert rev med devices. 2017 jul;14(7):565-576. Doi: 10 .1080/17434440.2017.1338136. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a meta-analysis on repositionable self-expanding aortic bioprosthesis. All data were collected from multiple centers. The study population included an unknown number of patients which were implanted with medtronic evolutr (serial numbers not provided). Among all patients implanted with evolutr adverse events included: stroke, permanent pacemaker implant, major vascular complication, and trace paravalvular leak (pvl). Based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.